Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the damaged screw was not complete. Two fragments of the broken screw head were returned. The first part of the screw head looked deformed and damaged at the bottom side. The screw driver slot was deformed and consisted of residue possibly caused during preparation prior to surgery. The hole at the center of the screw head was plastically deformed at the edge (possible damage caused by the instrument). The second part of the broken screw head presents similar damages. The x-ray spectroscopic investigation of the different parts lighted principally of organic residues like dried blood combined with tissue from the patient, transferred probably during the preparation of the implantation on the assisting table. The fractographic examination by scanning electron microscopic revealed a partial circular pattern at the fracture area (screw shaft), and indication of ductile forced fracture during screwing. At higher magnification so-called ductile honey combs in a preferred direction were present, an equivocal indication for ductile forced fracture mechanism induced by torsional load. The metallographic investigation of the material of the screw cannot be executed on a cross section; the fragments of the screw were too small to investigate the structure on a representative area. It is concluded that the screw broke according to a ductile forced fracture during surgery by applying a torsional load. A reason for an intraoperative failure of the screw seems to be the application of too much force, caused for example by insertion into exceptionally hard bone, or application of lead in an unintended direction, e.g. A bending moment. Due to the small fragments and condition of the shaft of the broken screw the root cause for the failure cannot be fully determined in this case. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during a craniotomy operation a nurse placed 3 plates and 3 screws on the bone on the assisting table before the bone was replaced. In this process the head of the screw broke in several pieces. This nurse is very experienced and she has never seen this kind of screw failure before. This is report 1 of 1 for (B)(4).